Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. On 07/11/2024, the patient was at the pool all day, the patient experienced dizzy, was feeling ¿powerless¿, and became unresponsive. No cgm nor bg reading was reported at the time of the event. The patient¿s mother treated patient with baqsimi nasal glucagon spray and juice and called the emergencies. At an unspecific time, the paramedics arrived and a fingerstick was taken. The cgm reading was 380 mg/dl and the bg reading was 28 mg/dl. The patient was treated by the paramedics with an unspecified infusion. The patient would have recovered after treatment and was not brought to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient was loss of consciousness. The reported glucose values fall within the e zone of the parkes error grid calculator when the patent was tested by the paramedics. No additional patient or event information is available.